Event description:
Customer reports back to back testing on the advantage system with results of: hi (>600 mg/dl) to 159 mg/dl; hi (>600 mg/dl) to 166 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.